Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms in the bipolar configuration, which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. The patient experienced light headedness and inhibition and was told to come into the clinic. The rv lead was checked and the pace impedance in the unipolar configuration was noted to be within the normal specification range. However, there was noise in the unipolar configuration, which was oversensed resulting in pacing inhibition. Boston scientific technical services (ts) indicated that the inhibition observed in the episodes that were reviewed did not appear longer than two (2) seconds. It was also noted there was a signal artifact monitor (sam) episode due to noise and oversensing of the minute ventilation (mv) sensor, which resulted in the pacemaker device automatically disabling the mv sensor. Ts asked the healthcare provider (hcp) to measure the height of the unipolar noise and discussed reprogramming the rv sensitivity to a fixed value to help prevent the noise from being oversensed. The hcp indicated they will leave the rv lead in the unipolar pacing and sensing configuration and leave the mv sensor programmed off. Ts discussed with the hcp that the rv lead may ultimately need to be replaced. The lead remains in-service. No additional adverse patient effects were reported.